Manufacturer narrative:
The lot number for the device was not provided, therefore a lot history review will not be performed. The device was not returned for evaluation; therefore the investigation is inconclusive for the reported failure. The definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 1708060 implantable port allegedly experienced a suction issue. This information was received from one source. One patient was involved and there was no reported patient injury. The female patient is (B)(6) years old and weighs (B)(6) pounds.